Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a 3d mapping pulmonary vein isolation (pvi) de novo and right atrium flutter procedure an intellanav stablepoint open-irrigated catheter was selected for use. The patient was sedated. The catheter's package was intact, the opening and warming process occurred without any troubles. The physician mentioned that he did not get feedback from the signals, and that the impedance drop was occurring the way it was supposed to. After a while struggling with the ablation of the pvis, the rhythmia system appointed that only a few parts were in fact isolated even backed with the localized paper based impedance drop numbers. To be more precise 12 ohms for posterior wall and 15 ohms for the anterior. Furthermore, 25 ohms were used for the anterior and 30 ohms for the posterior. Even with this excess, it was not isolated. Our first thought was a clinical difficulty with the new catheter but when we performed the ict, the same problem occurred. As a result, the procedure was cancelled and rescheduled.